Event description:
Pangea construct implanted at t12-l5. Follow up x-ray notes the left side rod disengaged from the polyaxial head of the l5 screw. The locking cap remains on the screw. On the right side, the l4 and l5 screws are losing purchase and have begun to pull out. A planned 6-month removal was in place at the time of the initial surgery. Surgeon will continue to monitor patient and postpone immediate removal in an attempt to achieve fusion within the 6-month time frame. Patient did not complain of back pain. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Part number reported as 04.620.745 or 04.620.750. Implant remains in patient. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.